Manufacturer narrative:
(B)(4).

Event description:
A device sample was returned to teleflex indicating a kinked swg (spring wire guide) during use.

Event description:
A device sample was returned to teleflex indicating a kinked swg (spring wire guide) during use.

Manufacturer narrative:
Qn# (B)(4). The customer returned a guide wire assembly for evaluation. The guide wire was returned with the advancer tube and the straightener tube, without the cap. An ars with introducer needle and other various components were also returned. The guide wire was observed to have one kink towards the distal portion of the guide wire. The distal j-bend was misshapen but intact. Microscopic examination confirmed the kink in the guide wire body. Both welds were present and were observed to be full and spherical. The kink in the guide wire was located 149mm from the distal tip. The overall length and outer diameter of the guide wire were measured and were found to be within specification. The non-damaged portion of the guide wire was advanced through the returned 18ga introducer needle and ars to functionally test the guide wire. The guide wire passed through all components without any significant resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire had a kink 149mm from the distal tip. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, it was determined that unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.